Manufacturer narrative:
Qn# (B)(4). The complaint is confirmed based on the customer's returned sample. Visual inspection revealed that the 45mm ez-io needle set was broken and severely bent at two locations. One bend was at the proximal end of the needle set towards the cannula hub and the other was at the distal end near the break. R & d engineering was consulted for this complaint issue and determined that there was sufficient evidence to confirm that this damage was the result of misuse. In order for the stainless-steel stylet and cannula to experience this failure mode, there must have been a large amount of excessive force applied during use to create the break and severe bending observed. A review of the certificate of compliance was performed based on the potential lot with no findings available. It appears that unintentional user error caused or contributed to this event. Therefore, the root cause is unintentional user error - undue force. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the needle was placed in an adult patient. The break was discovered when they removed the io needle and found it was bent and broken off. It was not retrievable". The patient status is reported as "critical" prior to and after the event.

Event description:
It was reported that "the needle was placed in an adult patient. The break was discovered when they removed the io needle and found it was bent and broken off. It was not retrievable". The patient status is reported as "critical" prior to and after the event.

Manufacturer narrative:
(B)(4).